Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized twice on the same day. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was ultimately released from hospitalization with the issue resolved and no permanent damage. Reportedly, elevated bg was due to an unspecified cartridge issue with multiple cartridges. Customer changed supplies in an attempt to resolve the reported issue. The customer continued to use the pump for insulin therapy.